Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer, toxo igg qc has been within the customer's established ranges. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false reactive toxo igg result for one patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing of the original sample and a second sample produced lower results that were non-reactive. Testing on an alternate methodology also produced a lower "negative" result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.